Event description:
It was reported that the user experienced multiple overnight hypoglycemic episodes while using the ilet, did not perceive early alerts, and awoke to a low glucose alert with a sensor reading of 51 mg/dl; the user treated with oral glucose and was educated to set up the circle app as a backup for alarms. Symptoms included hypoglycemia. Outcomes included an unexpected medical intervention in the form of medication (oral glucose). Investigation included interviews with the user and analysis of information they provided. Investigation of this case revealed no specific findings and insufficient information to identify a device problem or implicated device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.